Event description:
It was reported that the patient fell twice and ¿since then felt different.¿ it was noted that implantable neurostimulator (ins) was implanted on the left side of the butt. The implant used to feel like a ¿rectangle square,¿ but, the ins felt like it was ¿broken or dented and different¿ after the reported falls. The patient was scheduled to meet with the physician on (B)(6) 2015. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).